Event description:
It was reported that during a tonsillectomy, the doctor noticed a burn smell coming from the wand, the tissue was also charring and the black char was blocking the electrodes. The machine was on the correct settings and the wand was correctly attached with the correct saline flow. The burned tissue continued to block the wand, causing major delays. A back up was used to complete the procedure.

Manufacturer narrative:
The returned devices intended for use in treatment, were returned as an MDR for evaluation. There was no relationship found between the devices and the reported incident. There are no manufacturing abnormalities visually observed with the returned wands. The visual inspection under magnification of both wands shows minimal electrode wear with contamination discoloration and scratch/scuff marks on the return electrode and spacer. Both devices indicate no discoloration or an overheating on the electodes. There are no manufacturing abnormalities visually observed with the returned wands. During functional evaluation in the lab the returned wands were activated in saline solution using a known good coblator ii controller. The eic devices were activated in saline solution on ablate- and coag mode and creates low plasma all three electrodes. The suction- and the saline tube were tested and on device #1 the suction line was clogged. A back flush thoroughly cleaned the line and the suction on device #1 performed as intended. On device #2 the suction line was tested and performed as specified. The complaint was not verified and the root cause could not be determined with certainty. A possible factor which contribute to the reported event is: (1) the suction pressure/lumens at the customer facility might not be able to perform the recommended saline value causing a reduced performance of the devices and unexpected wear of the electrodes. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Several factors could contribute to the reported failure. It is possible that the suction line was not connected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. Any of these factors could cause clogging; therefore, creating a burn smell and ¿char¿ to block the electrodes. Clogging of the wand suction is typically caused by large, ablated tissue remnants. Periodically wiping the un-activated tip with wet gauze can help prevent clogging. Should the wand become clogged, intermittently dip the tip into a saline filled beaker and activate the wand with the ablation foot pedal to flush the suction port. If the wand remains clogged, a 10-20cc syringe filled with saline may also be used to back flush the suction port. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.